Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed that due to excessive communication attempts the pacemaker fell into backup operation. Programming changes were performed to resolve the issue. There were no patient consequences.